Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that air bubbles were developing in the cartridges. The reporter confirmed that insulin was allowed to sit out for two hours prior to filling the cartridge, the cartridge was filled slowly without over pressurizing the insulin vial, and the cartridge was left out to debubble before use. This report is made based on the allegation that the insulin cartridge developed air bubbles.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012-device evaluation: two cartridges from lot # b201701 have been returned and evaluated by product analysis on 02/16/2012 with the following findings: a visual inspection of the cartridges was performed. No damage or defects were noted. A leak test and a fill test were performed on both cartridges with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.